Event description:
The customer reported that during administrating erwinia intramuscular (im) medication to a patient in pediatrics, there was a leak of a few drops observed between the connection of the im needle and the syringe. The syringe sent from the cancer center was a monoject syringe and the center was unable to send the product information other than to say that it was a 3ml monoject syringe. The medication arrives in a prefilled syringe from the cancer center and then they put on the im needle. Per customer, this is a huge concern to lose precious medication administered to the patient. Additional information was received and stated that the connection was checked by nurse administering and was found to be on tight. There was no harm as erwinia is not a hazardous or chemotherapy drug as per the national institute for occupational safety and health (niosh). Potential harm as patient does not receive full dose but this was minimal risk as the amount leaking is very small. Per customer, the dose did not need to be re-administered.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured between 07nov2021 to 08nov2021. A sample was not received for the investigation. Per customer, the sample was discarded. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.